Event description:
Our affiliate is reporting the following to us: "the expressew needle was broken while using in the patient". [(B)(6) 2014: per e-mail follow-up correspondence our affiliate reports the following: a fragment of the device broke off into the body, was retrieved arthroscopically after x-rays and time extension of 45 minutes].

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device awaiting return.